Event description:
Information received from the field notes that during a routine follow-up, the device interrogated in back-up mode. Several attempts to download the software failed. According to the chart, the patient was paced 63% of the time. The patient had a cardiac catheterization sometime since the last office visit. The patient was not symptomatic. Therefore, the device will be scheduled for replacement at a future time.